Manufacturer narrative:
Common device name: culture media, non-selective and non-differential. Initial reporter phone #: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) that there was contamination. The following information was provided by the initial reporter: quantity received and quantity affected: 5 out of 100 plates. Was this issue involving patient or nonpatient samples? Nonpatient customer is reporting contamination of plates from thermofisher found after streaking qc organisms onto plates.

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 3011498 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 3011498. Retention samples from batch 3011498 were not available for inspection. Eight plates from batch 3011498 were returned as loose plates shipped in an insulated box with paper towel padding (time stamp 1229). Plates were inspected and bacterial and fungal growth were observed on 8/8 returned plates. Plates were submitted to the ID lab and the mixed flora was identified as pseudarthrobacter oxydans, priestia megaterium, fictibacillus arsenicus and trichophyton rubrum. Five photos also were received for investigation. Three photos each show the agar surface of an opened plate with irregular growth along a streak for isolation is highlighted. The other two photos each show the agar surface of an opened plate with what appears to be subsurface microbial growth highlighted. This complaint can be confirmed. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process.

Event description:
It was reported that while using the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) that there was contamination. The following information was provided by the initial reporter: quantity received and quantity affected: 5 out of 100 plates was this issue involving patient or nonpatient samples? Nonpatient customer is reporting contamination of plates from thermofisher found after streaking qc organisms onto plates.